Event description:
It was reported that the patient presented to the clinic with a high right atrial (ra) lead impedance alert. In addition to the high impedance the sensing and capture were also compromised as the capture was intermittent at max output. Possible lead fracture was suspected. It was also noted that there were atrial high rates in correlation to the lead impedance increasing and that the recorded episodes did not appear to be physiological. Fluoroscopy showed the lead had also dislodged from the appendage. The lead was removed and a new lead was attempted to be implanted. However, during the lead revision procedure the physician was unable to regain access and could not place a new ra lead. It was noted the physician had also attempted to maintain venous access by burying a wire into several slits in the insulation. The physician then elected to program the device without an ra lead, using vsr (ventricular sense response) to provide lv (left ventricular) synchrony. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 439688 lead implanted: (B)(6) 2012; 0125 competitor lead implanted: (B)(6) 1999. (B)(4).